Event description:
Caller tested 2.1 inr and 1.6 inr on coaguchek xs system 1, and 3.8 inr on coaguchek xs system 2. No actions taken based on the device results. No adverse event reported. Requested return of suspect system, however test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 22370521, expiration date 05/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.